Manufacturer narrative:
A review of the manufacturing documentation found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of sterilization records found them to be satisfactory. The device remains implanted in the patient. This is the final report.

Event description:
A report was received that the patient had an infection at the lead site. The only symptom the patient had was a bump at the lead site. The physician took cultures but the results are not available. The patient was prescribed antibiotics for the infection. The physician does not believe that the infection is device related, but procedure related. The patient is reportedly doing well.